Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. The septum was pierced and the steerable guide catheter (sgc) was inserted. A mitraclip ntw was inserted and placed successfully. After releasing the mitraclip a significant rupture of the septum was observed. A bi-directional shunt was visible; per the physician this may have been caused by pre-damaged septum and was ruptured through movements of the sgc. The sgc was removed from the patient. The final mr was grade 1. The patient was hemodynamically stabile and there were no deficiencies in oxygen levels so the procedure was discontinued. There was no clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported perforation. Based on available information, the reported perforation appears to be related to a combination of patient anatomy and procedural conditions (pre-damaged septum, sgc movements). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a